Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable serious injury for the cdh29p device. Based on the additional information confirming that the issue was with the purse string device and not the cdh29p device and the purse string device was not ethicon, the event is being captured as a malfunction.

Manufacturer narrative:
(B)(4), date sent: 6/23/2023. Additional information was requested, and the following was obtained: 1. What purse string device was used? Unknown. 2. Is there an alleged deficiency with the purse string device? Dr. (B)(6), dr. (B)(6), and dr. (B)(6) all stated the leak was related to the purse string device. 3. How was the leak identified? Performing an air leak test by filling the abdomen with normal saline robotically to cover the area of anastomosis and pumping air into the rectum. In addition, the surgeon utilized a scope to look up the rectum and visualize the hole in the anastomosis. 4. Was the leak identified intraoperative or was there a post-op leak? Intraoperatively. 5. If there was a post-op leak, how was it address? N/a - refer to question 4 6. How many days postoperative did the leak occur? N/a- refer to question 4 7. Was a leak test performed? If so, what type and what was the result? Yes a leak test was performed to identify the leak. The abdomen was filled with normal saline robotically until the anastomosis site of the intestines was fully submerged. Air was the pumped into the rectum. Bubbles were identified indicating a leak in the anastomosis. 8. Was the staple line visualized endoscopically during the initial surgical procedure? The staple line was visualized both with the robot and utilizing a scope that was placed up the rectum. 9. What was observed at the site of the leak upon reoperation? Reoperation did not occur - however during initial operation, a hole was identified in the anastomosis. 10. Why does the surgeon believe there was an issue with the purse string device? Unknown, the surgeon did not elaborate. 11. Does the surgeon believe there was an alleged deficiency with circular staple that may have caused or contributed to post-op leak? If so, why or why not? No the surgeon do not believe that the circular stapler contributed to the leak. The surgeon was asked the question and said no however did not elaborate on why not. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the hospital own and use ethicon purse string devices? If so, is it possible that the ethicon purse string device was used in this procedure?

Manufacturer narrative:
(B)(4). Date sent: 6/27/2023. Additional information was requested, and the following was obtained: does the hospital own and use ethicon purse string devices? If so, is it possible that the ethicon purse string device was used in this procedure? No it was not the ethicon purse string device.

Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: dr. (B)(6) at (B)(6) university hospital fired the powered circular device during a sigmoid resection. All appropriate steps for use were performed during firing. After firing, when performing the leak test, there were bubbles and it was detected that there was a small hole in the anastomosis. Upon examination the doctor and one of his 2 colleagues said the air leak was due to the purse string and not the stapler. The surgeon over sewed the staple line to fix the hole. Additional information requested: could you please provide the product code and lot/batch number for the device reported? Ref: (B)(4) lot: x95t5a exp: 2025-08-31 was there any other issue noted with the staple line other than leakage (malformed staples, staple line missing staples, etc.)? No, there was just a hole between the two sections that were brought together for the anastomosis. How was the leakage controlled? Yes, the surgeon over sewed the staple line and the leak was resolved. 4. Much blood was lost (ml)? Unknown. 5. Did the patient require a transfusion? No. 6. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). A loop ileostomy was performed to give the anastomosis a chance to heal. The patient will be brought back in a few weeks to reverse the loop ileostomy as per the md. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what purse string device was used? Is there an alleged deficiency with the purse string device? How was the leak identified? Was the leak identified intraoperative or was there a post-op leak? If there was a post-op leak, how was it address? How many days postoperative did the leak occur? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak upon reoperation? Why does the surgeon believe there was an issue with the purse string device? Does the surgeon believe there was an alleged deficiency with circular staple that may have caused or contributed to post-op leak? If so, why or why not? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an unknown procedure there was an error leak. Surgeon thinks it may be related to the purse string device. No other information is available at this time.